Event description:
It was reported that a "subfascial hammock" was implanted to treat plaintiff's "pelvic organ prolapse and/or stress urinary incontinence." The date of implant was not provided. Plaintiff's attorney has alleged that, "as a result of having the products implanted in her, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." It was also alleged that the mesh promoted in "immune response," and "degradation of the pelvic tissue and can contribute to the formation of severe adverse reactions to the mesh." Also alleged was that mesh in the tissue caused, "irreparable damage to the tissue including nerve endings residing within the tissues," and that "damaged nerve endings" lead to "neuromas," and "caused severe and irreversible injuries, conditions, and damage," "disability, impairment, loss of enjoyment of life," and loss of consortium.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.